Manufacturer narrative:
The boston scientific technical services department suggested using a programmer recorder monitor (prm) to reprogram the device for future procedures, if tones could not be heard upon magnet application. No adverse patient effects have been reported in this event, and current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's device was going to have tachycardia therapy programmed off for a surgical procedure. When attempting to inhibit tachycardia therapy with a magnet, a healthcare professional was unable to hear tones with a stethoscope. It is unknown if the device had enable magnet use programmed on when the magnet was applied. Of note, the device is not implanted deeply, and the patient is not particularly large. Concern was expressed that the device tone indicators may not have been working appropriately.